Event description:
Per the field clinical specialist (fcs), during a valve in valve (viv) procedure implanting a 23mm ultra valve inside of a preexisting edwards surgical valve, the balloon ruptured (traverse rupture) at the end of deployment. The operators were able to get the majority of the balloon back in the sheath and attempted to remove the sheath and delivery system as one, but the nose cone was stuck. The operator performed a cut down and observed that the balloon had umbrellaed and was caught on one of the perclose. There was a contained dissection due to trying to retrieve the ruptured balloon in the reia that was stented. The surgeon put a stitch at the access site and the patient was stable throughout and there was no major bleeding.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
The device was returned for examination. Visual examination found that the balloon was received inverted over the nose tip. The balloon had a radial tear burst of the inflation balloon. The ruptured edges did appear to match up. Dimensional testing indicated that all measurements taken of the balloon single wall thickness met the specification. A lot history review was performed and revealed other complaints relating to the complaint code. The following instructions for use (IFU) were reviewed: commander delivery system, device preparation training manual, and device procedural training manual. Based on this review, no IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint of balloon burst, and withdrawal difficulties were confirmed by visual inspection of the returned device. However, no manufacturing non-conformance was identified during the evaluation. The complaint for interventional device interacts with non-edwards device was unable to be confirmed no manufacturing non-conformances were identified during the evaluation. A review of lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. An existing technical summary has been documented for root cause analysis on balloon bursts in a calcified landing zone. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event, including factors on why deployment of balloons on the thv delivery systems are subject to increased risk of burst in a calcified landing zone. As per follow up there was the presence of calcium at the landing zone. The presence of calcification can create challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. As the balloon was burst, the altered balloon profile can be more susceptible to catching on the distal end of the sheath tip which would have then led to the experienced retrieval difficulty and the catching on the perclose device. In addition, the technical summary outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). These inspections and testing further support that it is unlikely that a defect present in manufacturing contributed to the complaint. The technical summary also outlines the instructions for valve deployment. It should be noted that these mitigations are still in place. In this case, available information suggests that patient factors (calcification) contributed to the balloon burst while procedural factors (withdrawal of burst balloon, altered balloon profile) contributed to the withdrawal difficulty and potential interaction with the interventional device (perclose device). Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691 2022 06989.